Event description:
During procedure, two consecutive ultra fastfix ab curved from the same lot failed. Both t1 & t2 deployed at the same time. Dr. Used a 3rd ultra fastfix (same lot #) with no problem and finished the case with no further incident. T1 was left in the joint unsupported.

Manufacturer narrative:
The initial report indicated one sample is available for evaluation during a follow up call. If additional information/sample evaluation becomes available, a follow up report will be submitted.

Manufacturer narrative:
Evaluation summary: received 1 minicap transfer set (5c4483, h09b12101) in package and not used (companion sample). Performed visual inspection and found no obvious defects. Looked at threading of the patient connector under magnification light and saw no problems with the threading. Then took titanium adapter, 5c4129, and attached the transfer set to the adapter and found no defect with attaching. Performed 8 psi underwater leak test per per rd-pd-t-002 and had no leakage or bubbles visible. This complaint could not be confirmed.

Event description:
On august 14th, 2009, baxter was notified of a complaint from a customer reporting that 4 transfer sets, product code reported 5c4483, lot number h09b12101, were disconnecting from the patient's catheter. The date of the occurance was in june, but the exact date was unknown. There was no patient injuries reported when the separation occurred.